Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that a non-sustained right ventricular over-sensing (nsrvo) alert was received due to the implantable cardioverter defibrillator (ICD) post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. The ICD was reprogrammed and the patient was in stable condition.